Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 74 year old patient on an impella cp and during support, blood was continuously dripping from the blue suture collar transition to the white rotatable portion of the repositioning sheath following implant. The pump was removed and a new impella cp device was placed for ongoing support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. Reported blood dripping from repositioning sheath between blue butterfly and white repo hub. Impella cp was returned and no damages or abnormalities were found. Guidewire repositioning unit leak testing was performed and no leak was found. Blue butterfly is not a hemostatic seal and not intended to be inserted into the skin. The root cause of the access site bleeding was most likely use related since bleeding was reported between the blue butterfly and white repositioning hub.